Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother reported that the device's battery had been changed multiple times on the day of the call, but the blank display continued to go blank. During troubleshooting, the caller confirmed that the battery compartment was corroded. Blood glucose level at the time of the incident was 200 mg/dl. Blood glucose level at the time of the call was over 400 mg/dl, which had already been treated. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with normal operating currents noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.